Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation with the twist clamp in the closed position and a homechoice patient connector attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age at time of event: 52 (units not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set could not be disconnected from the peritoneal dialysis line of a renal solution bag (ultra-bag). This was described as couldn't disconnect from their ¿capd line¿ (continuous ambulatory peritoneal dialysis). This occurred after use of the device for capd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.